Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported during the lead replacement procedure (reference MFR. Report# 1627487-2017-01030) fluid was observed in the ipg header. Consequently, the ipg was explanted and replaced with a new model which resolved the issue.